Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. No missing end cap sticker noted. The insulin pump received with cracked reservoir tube and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump keypad was not properly responding. Cracks near the reservoir window and a missing dome label sticker were also reported. The customer's blood glucose level was not known. The customer agreed to return the device for analysis.